Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin that the customer experienced 2 severe blood glucose incidents about 2 years ago with unknown blood glucose levels at the time of the incidents. The next of kin did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness and diabetic comas. The customer was most likely wearing the insulin pump during the incidents. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the events. Troubleshooting was not completed as these were past events. The customer was found alone and unconscious on the floor for about 12 hours during the incidents. The customer passed away 2 years after the incidents due to cardiac arrest. The insulin pump will not be returned for analysis.